Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was failed and device was not detected on bus. A field service engineer found that all pockets on half height drawer 2.2 were not detected on the system bus and were missing from both the application and the test software. The drawer was pulled out, and all internal cables were inspected and reseated. After rebooting the system, all pockets returned. A pharmacy login was used to attempt recovery, but pocket c5 continued to fail. The pocket was manually removed, after which the pharmacy staff was able to recover the storage space successfully. The faulty cubie pocket was provided to pharmacy staff, and replacement was planned for a later date to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed and was not detected on the bus. Main drawer 2.2 was affected. The customer rebooted the machine; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.